Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While the physician was unpacking the 2.5x32mm promus element stent and the protector tube was removed, it was noted that the stent was damaged. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found stent damage. The distal to middle section of the stent was stretched distally for 39mm. The distal edge of the stent was 19mm distal to the proximal edge of the distal markerband. The undamaged, middle to proximal section of the stent was 11mm. There were 2 kinks in the lumen, at 7mm and 10mm proximal to the distal edge of the proximal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While the physician was unpacking the 2.5x32mm promus element stent and the protector tube was removed, it was noted that the stent was damaged. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.